Event description:
The customer reported that a user was unable to flush the needleless connector on the purple lumen of a PICC line, and unable to disconnect the needle-free connector from the PICC line. Multiple unsuccessful attempts were made to disconnect, and when the connector was later removed, it broke in pieces. The inner male portion of the connector remained inside the purple lumen of the PICC line. After the event, the purple lumen was clamped. The patient went to radiology, had the old line removed, and a new PICC line placed to continue IV therapy. The clinician stated the patient did not develop an infection, and there was no patient harm as a result of the event. Typical practice is to use alcohol caps on needleless connectors.

Manufacturer narrative:
The customer¿s report that it was not possible to flush or disconnect the neutraclear was confirmed. Visual inspection observed that the broken-off male luer end of the suspect neutraclear was still connected and stuck within the purple lumen of the catheter. The rest of the neutraclear body/housing was not returned. As received, a curos disinfecting cap covered the partial broken-off neutraclear and purple lumen. Functional testing was performed; flushing difficulty was caused by an obstruction observed in the PICC that was likely created by dried medication/infusate. The root cause of the disconnection difficulty could not be definitively determined.

Event description:
The customer reported that a user was unable to flush the needleless connector on the purple lumen of a PICC line, and unable to disconnect the needle-free connector from the PICC line. Multiple unsuccessful attempts were made to disconnect, and when the connector was later removed, it broke in pieces. The inner male portion of the connector remained inside the purple lumen of the PICC line. After the event, the purple lumen was clamped. The patient went to radiology, had the old line removed, and a new PICC line placed to continue IV therapy. The clinician stated the patient did not develop an infection, and there was no patient harm as a result of the event. Typical practice is to use alcohol caps on needleless connectors.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided. The event occurred sometime between (B)(6) 2018 and (B)(6) 2019, however the exact date is unknown. (B)(4).

Event description:
The customer reported that a user was unable to flush the needleless connector on the purple lumen of a PICC line, and unable to disconnect the needle-free connector from the PICC line. Multiple unsuccessful attempts were made to disconnect, and when the connector was later removed, it broke in pieces. The inner male portion of the connector remained inside the purple lumen of the PICC line. After the event, the purple lumen was clamped. The patient went to radiology, had the old line removed, and a new PICC line placed to continue IV therapy. The clinician stated the patient did not develop an infection, and there was no patient harm as a result of the event. Typical practice is to use alcohol caps on needleless connectors.

Event description:
The customer reported that a user was unable to flush the needleless connector on the purple lumen of a PICC line, and unable to disconnect the needle-free connector from the PICC line. Multiple unsuccessful attempts were made to disconnect, and when the connector was later removed, it broke in pieces. The inner male portion of the connector remained inside the purple lumen of the PICC line. After the event, the purple lumen was clamped. The patient went to radiology, had the old line removed, and a new PICC line placed to continue IV therapy. The clinician stated the patient did not develop an infection, and there was no patient harm as a result of the event. Typical practice is to use alcohol caps on needleless connectors.

Manufacturer narrative:
Cont¿d concomitant medical products: bd bard powerpicc solo 5french double lumen catheter (red lumen); green curos alcohol cap. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.